Event description:
It was reported via repair work order that the bed exit alarm was not working properly and the scale would not balance properly due to load cell failure. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Conclusion: parts sent to customer for repair.